Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/26/2017 that on (B)(6) 2017, the g5 mobile application displayed an error alert asking to close and then reopen the application. No additional patient or event information is available. Data was provided for evaluation. The reported error alert asking to close and then reopen the application was confirmed via data. A root cause could not be determined.